Manufacturer narrative:
Correction: h6: device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after receiving inappropriate anti-tachycardia pacing (atp) and shock therapy. The health care professional (hcp) called technical services (ts) and requested further review of the ICD stored arrhythmia logbook. Upon review, the presenting electrogram (egm) showed that the patient appeared to be in a ventricular tachycardia (vt) rhythm that appeared to be sinus tachy driven. Ts was able to confirm that a burst of atp and five shocks were delivered by the device inappropriately. Further review of the episodes showed that on one of the shocks that was delivered appeared to have accelerated the rate of the vt to ventricular fibrillation (vf) zone, which was later converted with another shock therapy. The hcp configured the device programmed settings. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after receiving inappropriate anti-tachycardia pacing (atp) and shock therapy. The health care professional (hcp) called technical services (ts) and requested further review of the ICD stored arrhythmia logbook. Upon review, the presenting electrogram (egm) showed that the patient appeared to be in a ventricular tachycardia (vt) rhythm that appeared to be sinus tachy driven. Ts was able to confirm that a burst of atp and five shocks were delivered by the device inappropriately. Further review of the episodes showed that on one of the shocks that was delivered appeared to have accelerated the rate of the vt to ventricular fibrillation (vf) zone, which was later converted with another shock therapy. The hcp configured the device programmed settings. At this time, the ICD remains in service. No additional adverse patient effects were reported.